Event description:
During a pta/stenting treatment procedure, deployment difficulties were encountered. The lesion being treated was located in the left iliac artery. The symphony biliary stent did not completely deploy and required manual deployment in order to successfully complete the procedure. No pt injuries or complications were reported. The pt status is reported as 'fine'. Additional info has been requested regarding this event.